Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the procedure the device experienced an e139 error, the foot pedal is not pairing with the laser system after one week of usage. There were no reports of patient harm associated with this event. Follow up was conducted and the following information was obtained: the reported issue was resolved at the customer site.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this complaint could not be identified as the device was not returned and the complaint was reported to have been resolved without olympus intervention. Olympus will continue to monitor field performance for this device.